Event description:
It was reported that the gastrointestinal videoscope had a scope communication error code, b30, occured. The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, and no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: error code b30 (scope communication error) and the additional malfunction of no image are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.